Event description:
Caller reported tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level, staying below 500 mg/dl. Customer changed the cartridge before contacting technical support and successfully resumed insulin use, requiring no further action.